Event description:
It was reported that during pre-check it was observed that the motor device "died" and "smoke was coming out of it." The date of the event was unknown; although it was reported to have occurred in 2013. It was reported that there were no delays in the scheduled surgical procedures as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was tested and failed manufacturer specifications. Therefore, the reported condition was confirmed. Evidence suggested this was to due internal motor or mechanical components failure due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).